Event description:
The clinician reports the implant was inserted (B)(6) 2010 in ada 15. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.